Event description:
It was reported that the table on a 2600 system moved uncommanded from head to foot. The left hand of the pt was pinched and had a small laceration. First aid was administered and no other pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The foot switch and hand switch were replaced as a precautionary measure. There was evidence of fluid infiltration on the cable for the filmier, this was repaired and replaced. The system was tested and found to be working as intended and put back into service.